Manufacturer narrative:
Product complaint # (B)(4). This report is for an unknown screws: locking/ unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon performed a hardware removal due to pain on a calcaneus, everything came out successfully and removal was done. There was no patient consequence. This complaint involves seven (7) devices. This report is for one (1) unk - screws: locking. This report is 6 of 7 for (B)(4).